Manufacturer narrative:
Qn#(B)(4). It is unknown if the device sample is available for evaluation.

Event description:
The customer alleges that a leak was noted at the insertion site. No report of a patient injury.

Manufacturer narrative:
(B)(4).no visual, dimensional or functional tests performed since no sample was returned for evaluation. A device history record review was performed on the stopcock based on sales history and did not reveal any manufacturing related issues. Corrective action not required since the probable cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed because no sample was returned for analysis. The probable cause of the leak in the stopcock could not be determined based upon the information provided and without a sample. No further action will be taken.

Event description:
The customer alleges that a leak was noted at the insertion site. No report of a patient injury.